Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address this, the customer performed a correction injection via multiple daily injections. The customer reloaded the cartridge to resolve the issue.